Event description:
It was reported that 8 weeks post-op patient needed revision. 1st surgery on (B)(6) 2011 to repair a high tibial osteotomy/ varus knee. Arthrex hto plates were used for the correction. On (B)(6) 2011 revision due to patient`s pain of left knee. X-ray revealed plate had broken and all screws were intact. A 6 hole arthrex plate was fashioned to fit over the area in the same steps as the 10mm plate that was removed.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. The most likely cause(s) for the event is patient non-compliance with the post-operative protocol and begins weight bearing too early. Per product directions for use ((B)(4)), post-operatively, until healing is complete the fixation provided by this device should be protected. The post-operative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the implant. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.